Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with unknown dianeal therapy. On (B)(6) 2012, the patient was diagnosed with bacterial peritonitis. The patient was hospitalized for peritonitis on (B)(6) 2012. Bacterial peritonitis treated with IV fortaz on (B)(6) 201 2, the patient was discharged from the hospital. The consumer stated that the fungal infection was from birds. He thinks it was from the "bird poop on the back deck." The patient was recovering from peritonitis. Pd catheter removed and switched to hemodialysis during hospitalization. Recovering from bacterial and fungal peritonitis. Nurse clarified the cause of "fungal peritonitis from birds" was not correct . The nurse clarified the cause of bacterial peritonitis related to patient was feeding wild pigeons on his back deck. The nurse clarified cause of fungal peritonitis was patient had received chemotherapy for multiple myeloma. Details regarding chemotherapy were unknown. Multiple myeloma and chemotherapy were part of past medical history. None of the events were related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11g25033, h11h30056 h11j05089 and h11h09050. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.